Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer did not open. A filed service engineer hard rebooted the station to resolve the issue. Cleaned and reseated connections. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed to open, preventing user from removing the required medication for patient and causing delays about half an hour. There were no adverse events or injuries reported based on this event.